Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation reveals that the needle was still attached to the applier. The returned needle was missing the implants, suture and the silicone tube. This needle was unloaded and a new sample was loaded and both the implants were deployed successfully by the applier. No fault found with the needle or the applier. The reported failure could not be confirmed or a root cause for the user to have experienced the failure could not be discerned. A batch record review has been conducted and our results indicate that this batch of product was processed without incident that could cause this failure. Further, a review into the mitek complaints system revealed one similar and one dissimilar complaint for this lot released to distribution. Based on the overall complaint rate for this failure mode, no further actions are warranted at this time. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) that during meniscal repair, it was observed that the omnispan meniscal applier did not work; and that the spring was corrupted. Therefore, the omnispan meniscal repair system, w/ 12 degree needle, ea could not apply. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.